Event description:
The reporter stated the surgeon inserted an aq2010v silicone three-piece lens but the back haptic broke off. The incision was enlarged to remove the lens, sutures were not required.